Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.4, lab: 2.5. Date: (B)(6) 2010, inratio: 6.6, lab: 3.5. Patient had swollen hands and said that fluid came out with blood while doing fingerstick.

Manufacturer narrative:
Investigation pending.